Manufacturer narrative:
The reported incident that screwdriver t20 was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the investigation, the root cause was determined to be user related. The failure was caused by overloading of the screwdriver. The device inspection revealed that the tip of the screwdriver is broken and that the fracture pattern shows a peak surrounded by progression lines, which is consistent with torsion overload of the blade. This happens when excessive force is applied in the screwdriver. It can also not be excluded that the instruments was previously damaged, especially given the age of the device (8 years). This points to the multiple use feature of this device, which requires regular maintenance to ascertain if the instrument is still proper for use or if it has reach its end of life. Note, as stated in the IFU (v15011): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! Special comments for application only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.¿ note, as stated in the cleaning and maintenance guide (l24002000): ¿stryker trauma & extremities does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. Functional check for screwdriver blades; description and function: screwdrivers with drive connections of various designs with or without self retaining function. Potential failure modes: deformation of the blade (twisted). Deformation of the blade (rounded) breakage of the blade´s self retaining mechanism without function. Corresponding drive connection of screw head is rounded or worn. Preventive maintenance: use an appropriate instrument spray for the mechanism of the self retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws).¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As per vm message: axel 3 screwdriver tip broke off in the lab during screw insertion (demonstration lab). Product has never been used in a patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As per vm message: axel 3 screwdriver tip broke off in the lab during screw insertion (demonstration lab). Product has never been used in a patient.